Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
It was reported that the unit's battery was not charging. There was no patient involvement.

Manufacturer narrative:
G4 20may2020. B4: 20may2020. MFR. Report #:2031642-2020-01523 is a duplicate of an event previously reported under MFR. Report #:2031642-2020-01531. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2020-01531 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.